Event description:
Boston scientific received info that the electrode was removed due to purulent drainage at the sternal incision as well as along the track of the electrode. The device remains in service. The pt was treated with intravenous antibiotics during the procedure and followed by oral antibiotics post procedure. When the infection clears, the plan is to implant a new electrode and connect to the existing device. The electrode will not be returned as it was retained by the hospital.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.